Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the retaining screw malfunctioned and no longer closes. Tooth #31. The doctor suspects the internal screw of the fixture may be defective. The procedure was completed using another implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvt4h10, (imp, tsv, 4.1, 10, mtxf, mg,ha), for evaluation. Visual evaluation was performed, shows signs of wear due to usage however no damage identified. DHR review was completed for the subject lot number 1241666. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1241666 for similar events and no other complaint was identified. The customer did not submit images for the reported event. A definitive root cause could not be determined since device malfunction did not occur. The reported event/coob was unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, a device malfunction did not occur. Signs of wear due to usage however no damage identified at the drive feature. The reported event is unconfirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.